Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported difficult or delayed positioning (leaflet capture) and tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted the patient had a dilated atrium, restricted posterior leaflet, and mitral annulus calcification (mac). An ntw clip was inserted, but after the grippers were lowered and the clip was closed, a loss of leaflet capture occurred. It was then observed the posterior leaflet became damage. The clip was repositioned and deployed on the mitral valve, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.